Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.